Event description:
Reference number (B)(4). Event occurred in the united states. From 13/jul/2024 to 16/jul/2024, it was reported that the patient encountered five infusion set cannula were kinked within 3 or more hours after insertion which leads to high blood glucose level. The customer addressed the high blood glucose by correction bolus via multiple daily injection (mdi). The insertion site was at hips and duration of insertion was less than 8 hours. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1949083 - MDR 3003442380-2024-22510 - device 4 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.